Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles of size 1/8 inch. Customer had experienced high blood glucose. The blood glucose value was 300 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged that insulin pump was under delivering. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.